Event description:
The customer reported the system is displaying an a/d channel 1 failure message. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and replaced the gib. System operates as intended. (B)(4).